Manufacturer narrative:
Operator of device is a medical equipment company technician/representative, specially trained to use the laser induced thermal therapy system. The medtronic representative reported there were no other problems with the timer display ablation in other ablation sessions. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a laser induced thermal therapy procedure, the surgeon pressed the on button for the laser and the laser engaged, as it should (audible tone, steady light and we saw heating on the images), however, the count-up timer remained at 0. When the laser was turned off from the software interface, the timer updated to display the total laser on time. There was no delay of therapy. The surgeon completed the procedure with the laser induced thermal therapy system. There was no impact on patient outcome.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.